Event description:
Fourteen coils were used in an aneurysm coiling procedure. Post procedure, it was reported that the physician observed a metallic artifact near the aneurysm on MRI images. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned as it was consumed in the event. Review for mr artifact: two physicians have retrospectively reviewed aneurysm coiling case reports from 2007 to 2008 that had mr follow up. Additional cers are being written for all cases brought to ev3's attention that have mr artifact. All adverse events and device malfunctions reported during this retrospective review were entered in the complaint system and assessed for MDR reportability per ev3 procedures. As a result, 38 events were identified that met the MDR reporting requirement and are being submitted to the FDA. No additional information is available for these events. MDR numbers: 2029214-2009-00132. (B) (4). Additional models and lot numbers of coils involved: x-3-5-t10-mc, lot# 5442225 - dom: 3/29/2008 - exp: 1/1/2012. X-3-5-t10-mc, lot# 2668899 - dom: 4/25/2007 - exp: 4/1/2010. X-3-4-t10-hss, lot# 4656763 (qty. 2) - dom: 12/8/2007 - exp: 12/1/2012. X-2-4-t10-hss, lot# 5323052 - dom: 3/11/2008 - exp: 3/1/2013. X-2-4-t10-hss, lot# 5283025 - dom: 3/15/2008 - exp: 3/1/2013. X-2-2-t10-hss, lot# 5363660 - dom: 3/17/2008 - exp: 31/2013. X-2-3-t10-hss, lot# 2628754 - dom: 4/18/2007 - exp: 4/1/2010. X-2-3-t10-hss, lot# 4759180 - dom: 12/18/2007 - exp: 12/1/2012. X-4-10-t10-mc, lot# 2682637 - dom: 4/27/2007 - exp: 4/1/2010. X-3-8-t10-mc, lot# 2171399 - dom: 10/26/2006 - exp: 10/1/2009. X-3-8-t10-mc, lot# 5358765 (qty. 2) - dom: 3/15/2008 - exp: 3/1/2013.